Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen obstruction of flow the suture was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 7fr sheath using the preclose technique prior to a transcatheter aortic valve intervention (tavi) procedure. Reportedly, back flow from the marker lumen was not confirmed. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to a 14fr and the tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.